Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the pain pump was removed due to patient developing pseudomonas. The event date "would've been the end of (B)(6) 2016". No further complication was reported.